Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the gi/endo - fellow was completing training on the capsule placement. Either two separate devices malfunctioned or it was related to operator error. The first device did not adhere at all to the esophagus. The second device adhered to low in the esophagus and had to be removed causing a small ulcer. Lastly, the third capsule device was deployed by the attending physician, which adhered to wall of esophagus properly. There was no harm caused to the patient.